Event description:
Employee states she had worn the mask for a long time, then all of a sudden in 2008, she started having red areas/ streaks, and blisters on her face and chin. She has been seeing a dermatologist for 2-3x/ weeks, and has been on several medications, including keflex and two steroid creams.

Manufacturer narrative:
No sample or lot # was provided by the customer. During product development, all materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with international standard iso10993 biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. The tests are designed to predict the safety of the product for the general population of users. Unfortunately no tests or series of tests can guarantee that a particular item will be compatible with all users. We will continue to monitor for complaints of this nature.